Event description:
It was reported that there were no end of life alerts. Product was provided for investigation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was not performed as there was no data in the cloud. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)